Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that the insulin pump was able to clear the alarm. Customer received request to rewind the insulin pump and able to complete rewind. The insulin pump was passed in displacement test the insulin pump was cracked along the battery side and also on the backside of the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). The insulin pump passed displacement test and self test. Successfully downloaded history files and traces using thus. Verified the insulin pump alarmed pump error 3 in pump downloaded history on (B)(6) 2022 at time 22:20:56.000 and pump error 54 in insulin pump downloaded history on (B)(6) 2022 at time 22:20:54.000 with line number = 1421, file number = 32122 and esf# = 3010978 due to software error. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case-corner of belt clip rails, label damage and pillowing keypad overlay. Confirmed pump error 3 and 54 due to software error. Cosmetic damage confirmed at case-corner of belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.